Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. There were no episodes stored in the device from the time of the reported event. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was explanted for normal battery depletion and returned for analysis.

Event description:
Boston scientific received information that the patient presented to the emergency room stating he experienced syncope and had received a shock. Upon interrogation it was noted that all lead measurements were within normal range and the arrhythmia logbook did not show any episodes or therapy delivery. Boston scientific technical services (ts) was consulted and discussed possible reasons for the episode to not be in the logbook, such as a phantom shock or an ongoing episode. Ts recommended saving the device's memory to disk. The nurse stated she would contact a field representative. The field representative interrogated the device and it was determined that the patient did not receive a shock. The cause of the syncope remained unknown. No disk of the device's memory will be sent in for review. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.